Manufacturer narrative:
H3: one device was returned for repair in used condition. This device has not been serviced in the past 12 months. The reported problem of delaminated downstream occlusion (dso) sensor seal was verified with visual evaluation. The dso seal was replaced. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a delaminated downstream occlusion sensor seal. The event occurred during testing, there was no patient involvement.